Manufacturer narrative:
The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, mild tortuosity, and 90% stenosis in the diagonal artery. A 2.5 x 12 mm nc traveler balloon dilatation catheter (bdc) was being advanced for pre-dilatation; however, resistance was felt due to the anatomy. Force was applied but the bdc failed to cross the lesion. Therefore, the bdc was attempted to be removed. Resistance with the anatomy on removal was also noted and force was applied. The proximal shaft separated into two by the hub. The separated part of the bdc was simply removed from the anatomy and a 2.5 x 10 mm non-abbott balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance and difficulty removing the device from the anatomy could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported failure to advance and difficulty removing the device appears to be related to operational context; however, the reported shaft separation appears to be related to user error/operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.